Event description:
R-band was placed on the right radial artery and inflated with a 20 cc syringe. The syringe was removed and the r-band deflated, which is not supposed to happen. It should have remain inflated. The valve on the r-band was defective.